Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to swipe to unlock the ilet pump screen despite attempting a software/firmware update through the mobile app. Symptoms included no reported adverse clinical effects and stable blood glucose. Outcomes included continued insulin therapy via an alternative method until a replacement device arrived, without alarms or alerts and without medical intervention or hospitalization. Investigation included remote troubleshooting and verification of device information. Investigation of this device revealed a persistent screen malfunction consistent with a hardware touchscreen or display-lock failure, leading to a device replacement.